Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the physician felt patient's mid-line incision site needed to be debrided. The physician indicated the system would be explanted if any signs of infection were present. The patient's system was subsequently explanted on (B)(6) 2017. Further information regarding patient status and confirmation of infection were not provided to the manufacturer.